Event description:
Approximately three months post hvad implantation, the patient was admitted to the hospital with complaints of back and flank pain. A CT scan of the brain performed during this admission revealed a cerebral bleed that was not present when compared to the patient's previous CT scan. As a result, his anticoagulation therapy was held and a follow-up CT scan was scheduled for the next day. The medical team reported that since the patient was implanted they have had difficulty keeping the aortic valve opening, even with reductions in the pump's speed. The treating physician believes that this event is most likely an embolic occurrence that had converted into an hcva. The patient had reportedly exhibited neurological symptoms which resolved within twenty-four hours during his initial post-operative period. The team had suspected embolic events but CT scan results were negative. Additional information received indicated that the patient has made a full recovery. The treating physician does not believe that this event is related to the heartware device. Investigation is ongoing.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that the patient suffered embolic strokes and exhibited neurological symptoms which resolved within twenty-four hours during his post-operative period. The patient's anticoagulation therapy was held and a follow-up computed tomography (CT) scan was scheduled for the next day. The treating physician believes that this event is most likely an embolic occurrence that had converted into a hemorrhagic cerebral vascular accident (hcva). Bleeding and stroke are known potential complication associated with all patients implanted with vads as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. Although a definitive root cause and relationship to the device cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Manufacturer narrative:
The product remains implanted in the patient, therefore it will not be returned. Additional information will be submitted within thirty (30) days of receipt. Device remains implanted.